Event description:
The iab was inserted into the patient on 3/16/97. On 3/18/97 the iab leaked and the iab was removed. (Event complications: unknown - reported 3/19/97.) (Pt's current status: unk - rpt'd 3/19/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.